Event description:
Information received indicates the foot end casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the foot end brake casters to repair the stretcher.